Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse ) conducted a service call over-the-phone to address the reported event. During troubleshooting, the customer reported that they were able to resolve the issue by cleaning up a spilled sample from sample cup the customer accidentally dropped and then rebooting. The instrument rebooted without any more errors. They were able to run the daily work load. The instrument was operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed serial number (B)(6) from 26-oct-2017 through aware date of 26-nov-2018. There were no similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: 1. List of error messages if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 3022 leak sensor s702 detected as indicating that "leakage sensor s702 activated". Contact the service department for troubleshooting." The most probable cause of the 3022 leak sensor s702 detected error message was due to a dropped sample cup by the customer.

Event description:
A customer reported error message 3022 leak sensor s702 detected with the aia-360 instrument. The customer removed the back and checked for leaks but did not see any. The customer powered the instrument off and on and the error reoccurred. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delay of estradiol (e2), follicle-stimulating hormone (fsh), beta human chorionic gonadotropin (bhcg), and progesterone (prog ii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.